Event description:
It was reported that the left ventricular (lv) lead dislodged. The lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. However, all conductors including the distal conductor had blood/body fluid (not obstructed). The outer insulation was pulled apart (overstress) and the lead was stretched. Visual analysis revealed apparent explant damage.